Event description:
Patient called in to report an issue with the battery charging station. Patient further reported that the battery is not fully charging in the charging station and the patient does not have any working battery. The patient is currently not wearing the system due to it being unpowered. The reported issue is a device malfunction and will not provide monitoring or therapy performance. The malfunction, if it were to reoccur in another device, it may result in failure to provide needed therapy.